Manufacturer narrative:
Based on the claim against the product by the customer noting that the surgeon side console (ssc) had no right eye vision, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse removed the wall plate and found that the fiber cables pinched one pair of fiber cables to the wall plate. The customer stated they would contact a contractor and have the issue fixed. The system was tested and verified as ready for use. The complaint regarding the right eye on the ssc not working was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the right eye vision was not working from one of the surgeon's side consoles (ssc). Intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that there was also a spinning loading icon in the top left corner. The isi technical service engineer (tse) reviewed the system logs and noted error 45308 occurred. The isi tse recommended a hard reboot of the ssc; the isi csr declined since the case was about to start. The isi csr performed x2 hard reboots, with no change, prior to calling the isi tse. The tse asked if the site had cable integration; the isi csr stated they did. The isi tse recommended bypassing the integration and connecting the ssc directly to the vision side cart (vsc). The isi csr stated they would troubleshoot further after the procedure. The procedure was completed with no reports of patient injury. The isi csr contacted intuitive technical support after the procedure and noted that bypassing the integration as recommended resolved the issue. Isi made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.